Manufacturer narrative:
Section b4 date of this report has been corrected from 25-sep-2023 to 26-sep-2023.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2023, a sample was collected from the patient. Sample was tested on xpress cov-2 plus on (B)(6) 2023, which resulted in sars cov-2 negative. Late amplification tail seen on n2 target. This result was reported to the physician. The customer retested the same original sample on (B)(6) 2023 xpress cov-2 plus, which resulted in sars cov-2 positive. Only n2 amplified with CT 42.5. This result was not reported to the physician. The customer retested the same original sample on (B)(6) 2023 xpress cov-2, which resulted in sars cov-2 negative. This result was not reported to the physician. The customer retested the same original sample on (B)(6) 2023 xpress cov-2 plus, which resulted in sars cov-2 positive. Only e amplified with CT 39.1. This result was not reported to the physician. Sample was kept at room temp in between repeats. Customer vortexes sample and pipettes into cartridge. Customer only receives 1 sample at a time and changes gloves in between samples. Customer reports they use a 10% bleach solution (created on an as needed basis) and 70% ethanol to clean the counters and hoods between patients. Customer has stopped using instrument 1, but has continued to test on instrument 2, with no issues. Qc that was ran on instrument passed with no issues. Neg qc ran on (B)(6) 2023, came up pos for sars. Cepheid had the customer create a fresh 10% bleach solution and apply bleach 3x, leaving it on for 2-5 min. Ts had customer run a blank on modules a1, a2, b2, and b3 for instrument 1. Quarterly for instrument 1 was performed in june. Blanks came back negative, and customer also ran correlations between their primary and secondary instrument, which matched. Customer is satisfied with blanks and correlations and have continued to use the instrument as normal. Customer reported they didn't think the discrepant result needed to be investigated further at this point. Cephid did ask customer why retest was done if initial result was negative, but nobody in the lab knew why the retest was performed. Negative result was reported to the doctor. Unknown if patient was symptomatic. Review of initial test run on secondary instrument shows no target detected, however noted is elevated epf and weak amplification observed for n2 target not meeting criteria for positivity. Spc appears normal. Review of second run on primary instrument shows n2 target detection only with late CT value; target and spc epf and amplification appear normal. Review of third run on secondary instrument shows no targets detected and no elevated epf/weak amplification for any target. Spc appears normal. Review of repeat on primary instrument is e target detected only with late CT value; target and spc epf and amplification curve appear normal. Failed negative qc on primary instrument supports the likely root cause of contamination/carryover. As noted, robust cleaning has resolved the issue. No evidence of product malfunction. Despite multiple attempts to contact the customer, no response received. Lost to follow up. Unable to confirm no reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2 plus eua IFU; "positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2023, a sample was collected from the patient. Sample was tested on xpress cov-2 plus on (B)(6) 2023, which resulted in sars cov-2 negative. Late amplification tail seen on n2 target. This result was reported to the physician. The customer retested the same original sample on (B)(6) 2023 xpress cov-2 plus, which resulted in sars cov-2 positive. Only n2 amplified with CT 42.5. This result was not reported to the physician. The customer retested the same original sample on (B)(6) 2023 xpress cov-2, which resulted in sars cov-2 negative. This result was not reported to the physician. The customer retested the same original sample on (B)(6) 2023 xpress cov-2 plus, which resulted in sars cov-2 positive. Only e amplified with CT 39.1. This result was not reported to the physician. Sample was kept at room temp in between repeats. Customer vortexes sample and pipettes into cartridge. Customer only receives 1 sample at a time and changes gloves in between samples. Customer reports they use a 10% bleach solution (created on an as needed basis) and 70% ethanol to clean the counters and hoods between patients. Customer has stopped using instrument 1, but has continued to test on instrument 2, with no issues. Qc that was ran on instrument passed with no issues. Neg qc ran on (B)(6) 2023, came up pos for sars. Cepheid had the customer create a fresh 10% bleach solution and apply bleach 3x, leaving it on for 2-5 min. Ts had customer run a blank on modules a1, a2, b2, and b3 for instrument 1. Quarterly for instrument 1 was performed in june. Blanks came back negative, and customer also ran correlations between their primary and secondary instrument, which matched. Customer is satisfied with blanks and correlations and have continued to use the instrument as normal. Customer reported they didn't think the discrepant result needed to be investigated further at this point. Cephid did ask customer why retest was done if initial result was negative, but nobody in the lab knew why the retest was performed. Negative result was reported to the doctor. Unknown if patient was symptomatic.